Event description:
It was reported tm's demo probe is having image quality issues as the images are extremely grainy. Verified she has attempted to adjust the filter settings and contrast. Ran probe assessment test and it passed but said the images are still grainy. No other information was provided.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.